Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of pulmonary arteries on a video-assisted thoracoscopic lobectomy, the device was unable to lock on tissue. The distal end of the vessel would not be cut/transect all the vessel after firing and retracting knife blade completely. In order to complete the case, they utilized scissors to transect distal portion of tissue. There was no patient injury.